Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice sets. Hp has been able to reprime the line and complete treatment with assistance from baxter technician, with each occurrence. No pt injury or medical intervention required per hp.